Event description:
Subsequent to the previously filed medwatch, it was reported that the non st elevation myocardial infarction (mi) occurred on (B)(6) 2011. Additional stenting was performed in a target vessel, but in non-target lesions on (B)(6) 2011. The physician has now indicated that this event is not related to the xience stent nor to the procedure as the index lesions did not require revascularization.

Event description:
It was reported that on (B)(6) 2008, the patient underwent stenting in the proximal left anterior descending (lad) artery with one xience v stent (3.0x12) and in the proximal right coronary artery (rca) with one xience v stent (3.5x12). On an unknown date in (B)(6) 2011, the patient had a small heart attack and received two stents. The condition resolved. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).